Event description:
Infant transport mattress is used to transport premature infants from labor and delivery to nicu to begin care. The activator disc inside the mattress did not activate and the mattress did not warm. There were 2 mattresses available to use and neither one would work.